Event description:
It was reported that an ilet user completed a lunch announcement but the pump did not register it or display the ¿l¿ designation in reporting, after which the user experienced hyperglycemia with a recorded blood glucose of 294 mg/dl. Subsequent review confirmed the missed meal announcement and the device¿s correction algorithm was active with glucose trending down to 248 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and ongoing correction toward target range. Investigation included review of device reports and trend data, along with user education and troubleshooting regarding proper meal announcement workflow. Investigation of this case revealed a missed meal announcement that aligned with postprandial hyperglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user error related to meal announcement entry was the likely cause.